Manufacturer narrative:
(B)(4). The sample was not available for further analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an incomplete prime was reported, which can introduce air into the disposable set and cause the alarm. If additional relevant information becomes available, a follow-up medwatch will be submitted.

Event description:
It was reported that a home patient received a system error 2240 with a cascading system error 2367 alarm on the homechoice (hc) during initial drain of peritoneal dialysis (pd) therapy while connected to the hc with a 4-prong automated pd set with cassette. The patient line clamp had not been opened during priming. The technical service representative had the patient start therapy over with new supplies. There was no patient injury. No additional information is available.